Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the initial implant was complete, the right ventricular (rv) lead had dislodged. The rv lead was repositioned and remains in use. While the lead was being repositioned, the implantable pulse generator (ipg) set screw was stripped and could not engage. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.